Event description:
Approx six months ago, the pt obtained an er1 result 3 times on his father's surestep meter when his blood glucose was high. His brother told him to go to the hosp since he was not feeling well. It is unk if the pt headed his brother's advice.